Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had lost a significant amount of weight so the implantable neurostimulator (ins) had moved a tiny bit and was tilted from weight loss. The healthcare provider (hcp) was going to revise the ins pocket. They did not know when the patient lost weight and the ins moved. The patient was scheduled to have a revision of the ins pocket in (B)(6). The manufacturer representative (rep) wanted to check when elective replacement indicator (eri) was due to the patient having a primary cell ins. A longevity calculation to estimate ins battery life was performed. The ins was at 2.958 volts at the time of the report. The longevity estimate was 28 months based on the following settings at 24 hour use with no cycling: program 1: amplitude of 3.2 volts, 2 anode, 1 cathode, pulse width of 90, frequency of 62 hertz; program 2: amplitude of 4.6 volts, 1 anode, 1 cathode, pulse width of 190, frequency of 62 hertz. The settings had been consistent but they did program the day of the report to use fewer electrodes. The patient may turn the ins off once and a while. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that due to weight loss the patient was having discomfort at the pocket site. The revision of the pocket was done the day prior without any complaints. The manufacturer representative (rep) did not see the patient immediately following surgery. They would be in the office the next day for follow up. It was later reported that the patient would be coming the next day to the office and the rep would be seeing the patient. The patient was seen in the office by the rep for follow up. The spinal cord stimulator (scs) was reprogrammed to simplify left and right lower extremity coverage on one program. The patient liked that "so much better" and had coverage in the low back and bilateral lower extremities as needed. No additional patient complaints or concerns were voiced at the time of the report.